Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2015 was 575 mg/dl without signs or symptoms of hyperglycemia. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, the pump¿s settings were not recently changed, and they remained on pump therapy. It was reported that the time and date setting resets to default when battery is removed for less than 24 hours. This complaint is being reported because the alleged serious injury was attributed to a pump malfunction.

Manufacturer narrative:
Follow-up #1 date of submission 09/03/2015-product analysis: the device was returned and evaluated by product analysis on 08/13/2015 with the following findings: review of the pump's black box revealed the a rebooting event occurring on (B)(6) 2015 at 15:00; the pump's time and date reset to default during the reboot and was then manually set to (B)(6) 2015 03:05. A manually time change was made on (B)(6) 2015 from 19:34 to 07:34. The pump's total daily dose history was appropriate for the user programmed basal rates. Evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, a battery compartment crack was observed.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.